Event description:
It was reported that noise on the lead was observed via a remote transmission. The patient was brought in for evaluation and the lead integrity alert was turned on. It was further reported that there was ventricular oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise on the lead was observed via a remote transmission. The patient was brought in for evaluation and the lead integrity alert was turned on. The lead remains in use. No patient complications have been reported as a result of this event.